Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, lot# l73608, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (40 mg/ml at 5 mg/day) via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2015 it was reported that the patient believed that her pump was "too high from when she was really sick in the past; really sick, heavy, not eating right, not exercising, and in a lot of pain". Since then she was thinner and healthier but the higher dose was affecting her breathing and her energy. Per the patient, her physician wouldn't turn it down because he said he didn't know how. The patient felt that the dose was way too high for the pain that she was in now. Her body was in a completely different place than it was before. If she rested for a few minutes she fell asleep. She had sleep apnea and slept with a machine, but she thought the sleep apnea might have something to do with the dose being too high. At this point, the patient stated that she would rather go to oral medications. Her "hair is falling off, her skin is dry, and she lost all of her teeth". She had been tested and had no other health issues. She was not in much pain at all; she had no increase in pain. She stated, that she can't breathe so she gets tired and when she feels tired she feels pain. The symptoms had come on suddenly. The event date was noted to be "2014". The patient was looking for another pump physician. The actions/interventions taken and the outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer. The patient said her health care provider (hcp) was not educated on the pump. The hcp did not know how to turn the pump down. The patient wanted a new hcp.